Event description:
An altitude alarm was reported by the customer, although the exact blood glucose level at the time was not disclosed. There was no adverse impact to the customer¿s blood glucose level. To address the issue, the customer replaced the cartridge, and the pump resumed normal operation. Technical support provided tips on preventing altitude alarms, which the customer understood. The customer was advised to call back if the issue returns despite troubleshooting.